Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps could not output energy. The procedure was completed with no reported injury or harm to the patient.

Manufacturer narrative:
The maryland bipolar forceps has been returned and evaluated by the failure analysis (fa) team. The instrument passed the manual articulation of inputs. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened, closed and grasped properly. The instrument passed the electrical continuity and energy delivery tests in various grip orientations. Failure analysis could not verify the customer reported event. Additional observation(s) not reported by site: the instrument was found to have damaged conductor wire insulations of both wires at the yaw pulley. The internal conductor wires were exposed. No thermal damage was found on the instrument. The instrument passed the electrical continuity test. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.